Event description:
It was reported that after use with bd micro-fine¿+ pen needles the hcp received a dirty needlestick injury. Information regarding intervention given to hcp has not been able to be obtained. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that hcp got stuck with a needle. To when hcp took an insulin pen from a patient, hcp was unaware that a needle was attached to the tip of the pen and stuck in hcp's hand.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after use with bd micro-fine¿+ pen needles the hcp received a dirty needlestick injury. Information regarding intervention given to hcp has not been able to be obtained. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that hcp got stuck with a needle. To when hcp took an insulin pen from a patient, hcp was unaware that a needle was attached to the tip of the pen and stuck in hcp's hand.